Event description:
It was reported tte's were taken (B)(6) 2007 and (B)(6) 2008 that showed high gradients and stiffened leaflets. The physician decided to implant a percutaneous valve via catheter within the epic valve. The epic valve remains implanted.

Manufacturer narrative:
Received this report without the second page, per FDA directive on (B)(6) 2011, this report will be processed as is.